Event description:
The received medwatch form stated: risk mgmt. Office received a call from the FDA on 4/9/07 notifying us that the pt had called the FDA to report that he sustained a burn to his lower back after a cardiac ablation done one month earlier. At this time, it is unk as to what may have caused the burn. The FDA was provided with information requested as to the procedure and equipment used. According to the FDA, the pt reported that the burn was diagnosed during a follow-up visit to the physician that performed the procedure. The pt was referred to a dermatologist for further treatment.

Manufacturer narrative:
The product sample was not returned to the quality assurance laboratory for analysis. The disposable sample was confirmed to have been discarded by the hospital since the alleged burn was reported several days after the procedure. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications.